Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown. The customer stated that the pump was not pushing insulin out and kept saying no delivery alarm during bolus. Customer stated that the insulin did not exited during priming and alarmed, no delivery. The customer was advised to remain disconnect. The customer advised to remove the reservoir from the pump and rewind. The customer advised to run manual prime with empty pump until piston reaches end of travel. The insulin pump will not be returned for analysis.